Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for 2 patient samples on a cobas 6000 c501 module. Patient 1: the initial result was 6.3%. The repeated result was 5.3%. Patient 2: on (B)(6) 2025 the initial result was 6.3%. The repeated result was 5.6%. The samples were repeated because the glucose results were within the expected values. The glucose values were not provided.

Manufacturer narrative:
The reagent lot number is 76518401 with an expiration date of 31-jul-2025. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed several "abnormal probe sucking", "abnormal sample aspiration", and "abnormal sample probe movement" alarms. The service representative noted an overflow issue when rinsing. He adjusted the rinse level which appeared to resolve the issue. The investigation determined the service actions resolved the issue.